Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the lead becoming dislodged and oversensing. The lead was reprogrammed then revised a day later. No further patient complications have been reported as a result of this event.